Event description:
Related manufacturer reference number: 2017865-2024-73588. It was reported that the patient presented for an implant procedure. Post-implant procedure, a cardiac echocardiogram was performed showing that the patient had a pericardial effusion. The physician suspected that a micro perforation occurred while implanted the atrial leadless pacemaker. A pericardiocentesis was successfully performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.